Event description:
It was reported that the 840 ventilator had a graphical user interface (gui) inoperative. The ventilator was not in use on a patient at the time of the event. The service engineer evaluated the device. The reported condition was not duplicated. There was no product deficiency found. The ventilator passed all tests and was returned back to service.